Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on 3s, the tubing broke off in the needle free valve during a saline infusion. A new peripheral IV was started and no patient harm was reported.

Event description:
The customer reported that on 3s, the tubing broke off in the needle free valve during a saline infusion. A new peripheral IV was started and no patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 2420-0007 with 500ml baxter bag, ndc (B)(4), lot number v18c21d, exp sept 19, 0.9% sodium chloride. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on 3s, the tubing broke off in the needle free valve during a saline infusion. A new peripheral IV was started and no patient harm was reported.

Manufacturer narrative:
(B)(4). The customer¿s report that the tubing broke off in the needle free valve was confirmed. Visual inspection under magnification of the male luer tip¿s broken surfaces observed that the break was uneven, jagged and twisted at the edges. The nature of this break indicates an external application of force with a twisting motion that might occur during disconnection. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was external application of force to the male luer tip.